Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead presented to the hospital in poor physical condition. Upon review it was noted that the lead exhibited high pacing thresholds with loss of capture (loc) as well as non-detection. Lead impedance measurements remained stable and within normal limits and there was no evidence of noise on electrograms (egms) when reviewed. As there were no suspected issues the the patient's right ventricular (rv) lead the physician elected to reprogram the device to vvi 70 and check the patient again approximately 1 month later. No further clarification was made available regarding the specific nature of the patient's presenting condition though it was noted the physician suspected it may have been related to the observed loc and non-detection. No additional adverse patient effects were reported.